Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "I was called in for a hemi arthroplasty. When the surgeon removed the femoral head, the majority of the femoral neck was still attached. I believe it is possible that the patient should have had a gamma nail procedure instead of a hemi arthroplasty."